Event description:
It was reported that a minimum fill notification occurred with multiple cartridges. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. It was also reported that unspecified rack pushrod issue occurred, causing difficulties loading cartridges. Customer¿s blood glucose level was in 91-200 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.